Event description:
The fixator was applied without incident. At a subsequent follow-up visit the md noted both ball joints were loose. Both he and the resident tightened them at that time. At the next follow-up visit the ball joints were loose again. The fixator was replaced at that time. There was no injury to the patient.